Manufacturer narrative:
A visual inspection of the returned device revealed that it was separated into two sections. The stent had the shaft broken at 10.5 cm from the distal pigtail. The section that was broken was inspected under magnification, and no smooth surfaces were noticed over the fracture zone, which indicated that the stent was not broken due to mechanical cut, in addition, evidence of excessive force and torsion was noted on the section broken, so it is most likely that the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, or preparation, so the most probable cause is handling damaged. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used in an unknown procedure on an unknown date. According to the complainant, during unpacking, it was noticed that the stent was broken in half. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used in an unknown procedure on an unknown date. According to the complainant, during unpacking, it was noticed that the stent was broken in half. The procedure was completed with a different device. There were no patient complications reported as a result of this event.